Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Analysis of the device memory indicated a rv (right ventricular) pace polarity issue. Rv impedance dropped from approximately 800 ohms to approximately 500 ohms on (B)(6) 2016 and remained low. Switch from bipolar to unipolar on (B)(6) 2016. Concomitant medical products: 507652 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch to unipolar, due to a decrease in pacing impedance. The physician could not program the implantable pulse generator (ipg) back to bipolar. After multiple attempts, they were successful changing it back to bipolar. Maneuvers were performed with arm movements to check for noise, but none were seen; only a rate increase elevating the patient's arms. During the maneuvers the polarity again changed twice. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.